Event description:
It was reported "difficulty passing catheter over the guidewire. Replaced the iab for another 50 cc fiberoptic sc iab. Once the iab was in place, they initiated the therapy and got a high-pressure alarm. They also had difficulty seeing the balloon fully inflate. They watched the iab for a few minutes and it seemed to be supporting the patient, but they continued to give high pressure alarms. They noted that the tip seemed to be fully inflating now. The patient was not on any vasopressors. The physician decided to replace the balloon using the same site. Replaced the balloon with a second 50 cc fiberoptic sc. They were able to get balloon placed without any difficulty. When they initiated therapy, they got high pressure alarms again. The tip was slow to fully inflate. The patient was getting support. They decided to reduce the balloon volume to 40 cc. There were no further alarms". No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#'s: 3010532612-2026-00382, 3010532612-2026-00274.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint that the "tip was slow to fully inflate" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "difficulty passing catheter over the guidewire. Replaced the iab for another 50 cc fiberoptic sc iab. Once the iab was in place, they initiated the therapy and got a high-pressure alarm. They also had difficulty seeing the balloon fully inflate. They watched the iab for a few minutes and it seemed to be supporting the patient, but they continued to give high pressure alarms. They noted that the tip seemed to be fully inflating now. The patient was not on any vasopressors. The physician decided to replace the balloon using the same site. Replaced the balloon with a second 50 cc fiberoptic sc. They were able to get balloon placed without any difficulty. When they initiated therapy, they got high pressure alarms again. The tip was slow to fully inflate. The patient was getting support. They decided to reduce the balloon volume to 40 cc. There were no further alarms". No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#'s: 3010532612-2026-00382 ,3010532612-2026-00274 & 3010532612-2026-00381.